Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The remote user interface (rui) was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the emergency stop button on the 9900 system was broken. No pt injury was reported.